Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. During simulated use test may 17, of the air and o2 gas modules in a ventilator, the ventilator generated alarms for low o2 concentration. Robustness testing of the received o2 and air gas module has reproduced the described customer issue. Evaluation of the received device logs shows that the matching event on mars 8 during the time period 11:04 to 11:16. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 and air gas module, where concluded that the solenoid has a contributing effect to this behaviors, but the root cause has not yet been fully established.

Event description:
It was reported that during patient treatment, the ventilator was auto cycling. There was no patient harm. (B)(4).